Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered and did not suspend insulin delivery as intended. Although requested, contact declined to upload the pump for tandem technical support to investigate further. As a result. Customer¿s blood glucose (bg) level ranged from approximately 40 mg/dl to the upper 400 mg/dl range. Customer consumed carbohydrates to address bg. Reportedly, customer reverted to manual injections for insulin therapy.